Manufacturer narrative:
The device is not available for evaluation and there were no pictures provided.

Event description:
The customer reported that spiros was leaking chemotherapy (methotrexate) during infusion. There was patient involvement, but no adverse event and no delay of delay in critical therapy.